Event description:
It was reported that the implant broke in half on insertion during a labral repair. The distal end of the implant remains in the pt. Surgeon felt there was enough fixation to hold the suture in the socket. No further consequences were reported with the pt as a result of this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the customer's complaint could not be verified. Device history review revealed nothing relevant to this event. The cause of the event could not be determined without device evaluation. This is the first compliant of this type for this part/lot combination.